Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced left phrenic nerve stimulation. X ray revealed that the atrial lead was found to be retracted to subclavian region. The patient presented for lead revision on (B)(6) 2018. The lead was repositioned. The patient was in a stable condition.